Manufacturer narrative:
Isi has not received the instrument for failure analysis. Therefore, the root cause of the customer reported failure has not been determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the long bipolar grasper instrument broke off and fell inside the patient. The broken fragment was retrieved during the same procedure without patient harm, adverse outcome or injury. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted that a piece of the yellow part at the tip of the long bipolar grasper instrument broke off and fell inside the patient. The fragment was retrieved and there was no report of patient harm, adverse outcome or injury. On april 11, 2017, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information: the customer indicated that the broken piece was retrieved laparoscopically during the same procedure. Furthermore, it was confirmed that the procedure was completed successfully with the use of another long bipolar grasper instrument.